Event description:
Dealer states, joystick won't hold the calibration. No report of injury.

Manufacturer narrative:
(B)(4) has been initiated for this issue. Model fdx-mcg, serial number/date code (B)(4) is approximately 7 months old. The owner's manual part number 1163181, rev.d,(feb-11) was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. A call was placed to the reporter of this incident, however would not provide any further information on the end user. The malfunction has not been confirmed. Any additional information will be reported in a supplemental report.